Manufacturer narrative:
Medtronic representative tested the tria system after the case with a spinal model and no problems with inaccuracy were found. All tests were passed. It is known that, for the screw placement at c7, the reference frame was mounted to the left transverse process at t1. It is not known whether there would have been intervertebral motion between c7 and t1 or if there was any slippage in the reference frame with the less optimal mounting location, all of which could contribute to inaccurate tracking. Instructions for use of the synergy spine software states that "make sure that the spine reference assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result" and "navigational accuracy can degrade on vertebral levels that are not rigidly connected the spine reference."

Event description:
A patient underwent a procedure to fuse c5/th5 under the guidance of tria, implanting vertex max screws and legacy 5.5 screws. It was reported that one screw inserted at c7 under the guidance of the navigation system was confirmed malpositioned on immediate post op x-rays. Following statements are about how the procedure was performed. It was reported that the reference frame could not be attached to the patient both at c2/c7 where the laminoplasty was performed and at th1/2 where the spinous process was removed. As for thoracic, registration was carried out for th3/5 as a whole. The legacy screw was inserted while confirming the position under the navigation. After that, another screw was inserted following the setting of the reference frame on the transverse process at th1. Next, registration was carried out for c7 in order to insert the vertex screw. Since the reference frame could not be attached at cervical for the reason above, both right and left c7 screws were connected by a rod and fixed using gauze at the site. By doing so, registration was successfully carried out for c5/7 and then the vertex screw was inserted to c5/6. Eventually, the fusion was performed at the site from c5 to th5 using screws, however, the surgeon confirmed on the post op x-rays that the right c7 screw was malpositioned toward cranial. Revision surgery will be performed. Follow-up information from initial medtronic investigation indicated that patient is experiencing pain in the right arm. Software in use on tria system is synergy spine v1.6 (catalog #9732430).